Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited high thresholds. The threshold resolved with sufficient safety margin. The lv lead remains in use. No patient complications have been reported as a result of this event.